Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l2. Intraoperatively, bone cement extravasated out of the vertebral body. Reportedly, there were no patient complications. A laminectomy was performed on the patient. The procedure was completed successfully. No additional information was reported.